Manufacturer narrative:
(B)(4). The covidien customer service engineer (cse) evaluated the device and verified the reported malfunction. The cse performed a flow sensor and exhalation valve calibrations. No components were replaced. The unit passed all tests and calibrations, and it was found to be operating within manufacturing specifications.

Event description:
It was reported that during patient use, a ventilator generated a severe occlusion alarm and became inoperative. The patient was transferred to another ventilator without harm.